Event description:
Surgeon reported that patient dislocated their hip prothesis after having primary tha on (B)(6) 2013. Revision total hip arthroplasty was preformed (B)(6) 2014. The acetabular component was revised and replaced.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding dislocation involving a trident psl ha cluster 54mm was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information, further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Surgeon reported that patient dislocated their hip prothesis after having primary tha on (B)(6) 2013. Revision total hip arthroplasty was preformed (B)(6) 2014. The acetabular component was revised and replaced.